Manufacturer narrative:
This statement was inadvertently missing from the initial report: this report is being filed on an international product anti-hcv list 6c37 that has a similar product distributed in the us, list number 1l79. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and sensitivity testing. No adverse trend was identified for the customer's issue. No return patient sample was available. Labeling was reviewed and found to be adequate. Both clinical seroconversion panels and in-house sensitivity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed false negative anti-hcv on the architect i2000sr analyzer. The following data was provided: initial 0.06, repeated negative. The sample was found positive on elisa. The sample was rna negative. The sample was tested at another hospital and found negative. There was no impact to patient management reported.